Event description:
A customer's family member reported his father, the user of the meter, was unable to test his blood glucose as the test wouldn't start after blood is applied to the target area of the test strip. As a result, the customer became hypoglycemic and lost consciousness. He was transported to a local hospital via paramedics, diagnosed with hypoglycemia and treated with unknown intravenous solution as well as food to bring his blood glucose back up. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. It should be noted that the test strips in use were expired.